Manufacturer narrative:
The sample is not available for eval. Add'l info regarding this incident has been requested. If add'l info is received, a supplemental report will be submitted. (B)(4).

Event description:
The needle pulled out of the hub during the insertion procedure.